Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-01325. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician deployed and detached four ruby coils into the target vessel using a non-penumbra microcatheter and the handle. The physician then deployed the last ruby coil without any resistance but was unable to detach the coil using the same handle. Therefore, the ruby coil was removed and the procedure was completed using a new ruby coil, the same handle and the same microcatheter. There was no report of an adverse effect to the patient.